Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one used sample was received. Sample was visually inspected and a tear was found in the cuff. The inflation test was done on the received sample. It was not possible to inflate cuff as it leaked so badly. Due to fact that the cuff leak was not observed prior to use it was the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate. There was unknown patient harms or adverse events reported as a result of the event.